Event description:
As initially reported to customer relations: "the hook of the filter straightened out, while retrieving the filter, making the filter retrieval impossible with a clover retrieval kit, as per the IFU." Reported on 14jul2025: "filter hook straightened out during retrieval. Then aborted the procedure.". Filter retrieved with 16fr sheath and clover set. Grabbed filter by the head with snare and collapsed with 16fr. 1. Is there any imaging available from the failed retrieval procedure? Yes, sent photo already. 2. How was the filter explanted? Retrieved with 16fr sheath and clover set. Grabbed filter by the head with snare and collapsed with 16fr. 1. Customer/facility name/ID: (B)(6). 2. Contact at facility and contact info: dr (B)(6). 3. What was the date of the occurrence? (B)(6) 2025. 4. On what date were you notified? (B)(6) 2025. 5. Is an acknowledgment letter (formal notification of the complaint being received) required? No. 6. Is any account action needed (credit, no charge replacement, no action, investigation results, etc.¿)? No. 7. Will the facility be reporting this to a government agency (FDA, competent authority, etc.) No. 8. Lot: unknown. 9. Gpn: (B)(4). 10. Is the device available for return? Yes. 11. Usage of product (please select only one below): a. Initial use of device ¿ (B)(6) 2025. B. Reuse of device. C. Unknown. 12. Was product reprocessed for reuse prior to occurrence? A. If complaint product was reprocessed, provide a reprocessor. 13. Can you provide any patient information (age, weight, gender, preexisting conditions)? 35 y/o female, 84kg, lupus and itp. 14. What type of procedure was being performed? Ivc filter retrieval. 15. Description of the event: filter hook straightened during retrieval attempt. 16. Did any unintended section of the device remain inside the patient¿s body? A. If yes, please describe. Yes, retrieval was unsuccessful and filter stayed behind. 17. Was the patient hospitalized or was there prolonged hospitalization? No. 18. Did the patient require any additional procedures due to this occurrence? Yes. A. Did the product cause or contribute to the need for additional procedures? I. If yes, please specify additional procedures and provide details. An additional complex filter retrieval. 19. Has the complainant reported any adverse effects on the patient due to this occurrence? No. A. Has the complainant reported that the product caused or contributed to the adverse effects? I. Please specify adverse effects and provide details. 20. Did the event result in a death? No. 21. Did the patient require any additional interventions/procedures or experience any adverse effects due to this event? An additional complex filter retrieval. 22. If not with the device in question, how was the procedure performed and/or finished? 23. What filter was being retrieved and how long had it been in place? Cook celect, since (B)(6) 2025. 24. Were the feet/legs of the filter embedded in the caval wall? Yes. 25. Was the filter successfully removed from the patient and if so, how? No at the time of report but have since been retrieved.